Event description:
A physician reported a peritoneal dialysis (pd) patient was in an emergency room for kidney stones. During follow up with the patient's pd nurse she reported the patient was hospitalized (B)(6) 2014 for a kidney obstruction possibly related with the passage of a kidney stone. The patient performed pd treatments before and after the hospitalization without incident. Medical records document the patient was admitted to the hospital on (B)(6) 2014 with a history of right hydronephrosis and stones. There were no obvious stones on her cat scan, but the hydronephrosis was down to the area of her pd catheter. She was taken to surgery where a retrograde pyelogram was performed demonstrating a delicate right ureter with a mild area of narrowing near the iliac vessels. The patient had a stent placed from the right renal pelvis to the bladder. The patient tolerated the procedure well and was discharged from the hospital on (B)(6) 2014.

Manufacturer narrative:
A review of the medical records by a post market clinician determined that although this event will be reported as a serious injury, it is unlikely that the patient's liberty cycler caused or contributed to the event of right hydronephrosis and subsequent surgical stent placement. There was no report of device malfunction or the device being out of specifications. The patient was able to complete her pd without incident prior to and after her right stent placement. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.